Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the lens stuck in the cartridge during loading. Eight days following surgery, the surgeon observed a fiber in the pt's eye. The pt returned to the operating room that same day and had the fiber removed. In a follow-up, the pt outcome is reported as "excellent".

Manufacturer narrative:
The complaint sample was not returned by the reporting facility. Product history records could not be reviewed for the monarch lot because the facility did not provide a product lot number for the reported complaint. Additional information was requested 01/22/2008 and 02/12/2008 by fax and mail. A questionnaire was received 02/13/2008. This report was mailed to FDA on: 03/06/2008.